Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced infection. A revision was performed and the non boston scientific pacemaker was explanted, however, this non boston scientific right ventricular (rv) lead, non boston scientific left ventricular (lv) lead and right atrial (ra) lead were surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).